Event description:
Patient reported "after my explant surgery I was told not only were these implants recalled in 2019 but one implant was completely ruptured against left side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog opening on posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "after my explant surgery I was told not only were these implants recalled in 2019 but one implant was completely ruptured against left side." Device has been explanted.